Manufacturer narrative:
Visual and dimensional analysis was performed on the returned product and the distal core was noted to be separated. The reported stretched tip coils were confirmed. The reported difficulty advancing was unable to be confirmed as it was related to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation determined that the reported difficulty advancing and stretched tip coils resulting in distal core separation were related to procedural circumstances. Based on the reported information and evaluation of the returned device, it is likely that the difficulty advancing was due to anatomy. Additionally, it is likely that after having trouble advancing, the tip coils became stretched causing the distal core to break but remained intact with the tip coils. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the 85% stenosed, moderately tortuous left carotid artery. The emboshield nav6 embolic protection system (eps) was being advanced with the system .014 inch barewire and there was no progress in advancement of the device. The eps could not be advanced further. The device was removed and it was noted that the coils were stretched. There was no break. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another emboshield nav6 eps was used to complete the procedure. No additional information was provided. Returned device analysis identified that the distal core was separated and held together by the barewire coils.